Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and fracture that causes injury and damage to the plaintiff. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eights years and five days post implantation. According to the ppf, the patient reports living with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient reports being worried because the filter has fractured within the vena cava and perforated outside of it. According to the patient medical records, the filter was implanted due to left lower extremity (lle) dvt in the presence of menorrhagia. The location of the iliac bifurcation as well as the right and left renal veins were identified after patient was prepped and femoral access obtained. The optease ivc filter was then deployed in the infrarenal portion of the ivc without any evidence of angulation. Completion venogram then demonstrated good apposition of the filter. The patient tolerated the procedure well and was taken to recovery in stable condition.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and fracture. The patient reported becoming aware of the events approximately eight years and five days post implant. The patient also reports anxiety due to the issues with the filter. According to the patient medical records, the indication for the filter was recent admission for left lower extremity deep vein thrombosis (dvt) in which the patient developed severe menorrhagia, requiring a blood transfusion. As a result, the patient was determined not to be a candidate for long term anticoagulation. The filter was placed via the right femoral vein and deployed in the infrarenal ivc without evidence of angulation. Completion venogram then demonstrated good apposition of the filter. The patient tolerated the procedure well and was taken to recovery in stable condition. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.